Event description:
It was reported that approximately three days post implant, the left ventricular (lv) lead dislodged. It was noted that the patient had difficult anatomy. The lead was explanted and replaced successfully. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that all conductors had blood/body fluid (not obstructed) and the distal conductor had blood/body fluid (not obstructed).